Manufacturer narrative:
This report is being filed on an international product, list number 08p13 has a similar product distributed in the us, list number 04z21. Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. The complaint investigation for falsely elevated alinity I stat high sensitive troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and scientific literature review and in-house testing was completed. Return testing was not completed as returns were not yet available. The assessment of the monthly complaint trending reports identified elevations for some month, further analysis confirmed no unusual complaint activity. Device history record review did not identify any non-conformances or deviations with lot numbers 42727ud00, 42035ud00 and 45219ud00 and the complaint issue. The overall performance of alinity I stat high sensitive troponin-I was reviewed using field data from customers worldwide. Review shows that the median patient results for the lot numbers 42727ud00, 42035ud00 and 45219ud00 are within established limits and comparable with historical lots in the field, confirming no systemic issue for the lots. In-house accuracy testing was completed with complaint lot numbers 45219ud00. Testing showed that all specifications were met indicating that the lots are performing acceptably. Testing of lots 42727ud00 and 42035ud00 were not performed as these lots were expired. A direct comparison should not be made between the alinity I stat high sensitive troponin-I assay and the roche troponin t assay. Due to differences in assays design both products do not generate necessarily the same results for the same specimens and discrepant results may occur. In this case both assays showed elevated results outside of the normal range. Review of the publication, gronowski, a. Et al., ¿cardiac troponin: what¿s the difference between t and I?¿. Lgm division newsletter, july,2015, volume 2, issue 1: page 1, states that ctnt is a different protein than ctni and actual mass concentrations in blood are generally much lower than those of ctni. Therefore, the numerical result from a ctnt assay cannot be directly compared to a ctni result. Ctni assays are not standardized and ctni results from one ctni method cannot be compared to another, because manufacturers use different antibodies that recognize different epitopes. Labeling was reviewed and found to be adequate. The limitation of the procedure section of the alinity I stat high sensitive troponin instruction for use document lists several factors that can cause anomalous troponin values. These factors include interferences through hama antibodies and or heterophilic antibodies. Further specimens from individuals with pathologically high total protein may demonstrate anomalous values. Additional information may be required for diagnosis specimens from individuals with pathologically high total protein. Any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the alinity I stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. A single ctni result may not be sufficient to evaluate mi. Serial blood draws are recommended for evaluation of acute coronary syndrome (acs) patients. Based on our investigation, no systemic issue or deficiency with the alinity I stat high sensitive troponin-I reagent for lots 42727ud00, 42035ud00 and 45219ud00 was identified. MFR 3005094123-2023-00058-00 is for lot number 42035ud00; MFR 3005094123-2023-00059-00 is for lot number 45219ud00.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I results on one 46yrs old female patient. The results provided were: on (B)(6) 2023, sid (B)(6) =58 ng/l /the sample send to another lab on cobas e602, troponin t =< 5 ng/l; (reference range= < 14 ng/l). Previous history from alinity: on (B)(6) 2023, sid (B)(6) =57 ng/l /on (B)(6) 2022, sid (B)(6) =56 ng/l and sid (B)(6) = 44 ng/l /on (B)(6) 2022, sid (B)(6) =37 ng/l and sid (B)(6) = 40 ng/l. Laboratory reference range for alinity troponin-I=< 25 ng/l. Further information obtained on (B)(6) 2023: the patient had echocardiography, MRI cor with IV gadolinium contrast, cardiac catheterization (coronary angiography) and exercise ECG xecg performed due to falsely elevated alinity troponin results. The patient underwent a coronary angiography (cardiac catheterization) there was no further reported impact to patient management.